Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pacing impedances on both the right atrial (ra) and left ventricular (lv) lead measuring greater than 2,000 ohm. It was noted the ra lead also exhibited loss of capture and the lv leads intrinsic amplitude was out of range. At this time, the system remains in service. No adverse patient effects were reported. This supplemental is being filed as additional information was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. No additional adverse patient effects were reported.